Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the first ins was replaced because the pt has to run the ins "high" to help with the pt's pain. Pt rep stated that due to the ins settings being high, the primary cell ins battery would "burn", or deplete, and require a replacement. Pt rep could not provide an event date.  Pt rep noted that the second battery was "supposed to be a longer battery life". The second ins which was rechargeable was replaced because the pt has to run the ins "high" to help w/ the pt's pain. Pt rep stated that due to the ins settings being high, the ins battery would "burn", or deplete, and require a replacement